Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported over infusion which was not reproduced. The device passed all flow rate testing and was found to operate as designed. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy in the catheterization laboratory (programmed amount and delivery rate unknown). The device had been programed to deliver 90ccs of eptifibatide at a rate of 11.2ml/hr and the device delivered 90ccs within 3 minutes. The customer also reported that there was no injury or medical intervention needed. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.